Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 29-jul-2020, UDI#: (B)(4). Product analysis: the guidewire was not returned and the valve was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two months and twenty three days following the implant of this transcatheter bioprosthetic valve, severe mitral regurgitation was reported. A ruptured chordae caused by guidewire placement was reported to have occurred during the initial valve implant procedure. Mild to moderate aortic paravalvular leak (pvl) was also reported. Subsequently the native mitral valve was surgically repaired and transcatheter aortic valve was surgically replaced. No additional adverse patient effects were reported.